Manufacturer narrative:
It was reported that the patient's spo2 level dropped to the upper 80s-low 90s, the patient became flush in the face, and experienced increased work of breathing with the use of the life 2000 device while using a "y" adapter to connect two oxygen concentrators in order to receive 12lmp oxygen bleed in. It was also reported that the patient "could not get the balls of either concentrator above 5lmp." No medical intervention was required, the patient was returned to her already prescribed 12lmp nasal cannula, the "symptoms resolved" and the patient returned to her baseline of 94-97% spo2. There was no allegation of malfunction of the life 2000 device. It is noted that this patient has a medical history of interstitial lung disease and utilizes two oxygen concentrators connected via a "y" adapter to her nasal cannula. The device is not being returned at this time, the patient was advised to follow up with her healthcare provider regarding the continued use of the life 2000 device and the patient's oxygen requirements. Titration of device settings is planned pending the provider's advisement. The life 2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Therapy can be delivered via nasal pillows interface, face mask, or et tube. The device does not monitor patient oxygen saturation levels. The device IFU instructs to always have an alternate means of ventilation or oxygen therapy available as well as an external oxygen monitor to verify oxygen concentration in the delivered gas. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. Reddening of the face is caused by increased blood flow to the face which can be contributed to a change in temperature, medication, exercise or emotions. Facial flushing does not require medical intervention to prevent permanent impairment and will typically resolve on its own. Increased work of breathing or dyspnea is characterized by labored breathing and can be contributed to copd, asthma or other pulmonary disorders, anxiety, fever or exercise. Treatment depends on the underlying cause, non-acute cases it will resolve on its own. In this case, the patient experienced oxygen desaturation as a result of decreased flow of oxygen through the system. Upon removal of the l2k and usage of oxygen via nasal cannula at 12l/min flow, the patient¿s oxygen saturation recovered as intended. The ultimate cause of the reported drop in oxygen saturation is unknown, and likely multifactorial due to the patient's underlying pulmonary pathology, as well as the patient's oxygen requirements of 12lpm nasal cannula. Although the patient¿s oxygen level was clinically below a normal range, the decrease was temporary, medical intervention was not required, the patient recovered at home by switching to the already prescribed oxygen therapy via nasal cannula, and there was no report of permanent impairment of body function or structure, which concludes/indicates no serious injury occurred. At this time, hillrom is unable to rule out if a system interaction/malfunction between the life2000 connected to two third-party vendor oxygen concentrators via a "y" adapter is likely to lead to a serious injury if the event were to recur. Based on this information, no further action is required.

Event description:
It was reported that the patient's spo2 level dropped to the upper 80s-low 90s, the patient became flush in the face, and experienced increased work of breathing with the use of the life 2000 device while using a "y" adapter to connect two oxygen concentrators in order to receive 12lmp oxygen bleed in. This report was filed in our complaint handling system as complaint #(B)(4).